Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was bent and the consumer couldn't tell if they were receiving a full dose of insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, patient end is bending when taking injection stated, he cannot tell if he is getting all of his insulin because needles are bending stated, number have been high" "pharmacist called on behalf of consumer stated, needles are bending when taking injection".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 ca was bent and the consumer couldn't tell if they were receiving a full dose of insulin. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer stated, patient end is bending when taking injection stated, he cannot tell if he is getting all of his insulin because needles are bending stated, number have been high". "Pharmacist called on behalf of consumer stated, needles are bending when taking injection".